Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
A (B)(6), male patient presented for a microwave ablation of the liver. The probe was placed and the ablation was initiated. At the first attempt to ablate, the solero unit displayed an "error 209 temperature > 52 degrees c.". The solero unit was turned off, and the reported solero probe was disconnected and replaced with a new of the same. The procedure was successfully completed with no additional complications or malfunctions reported. The user reported the procedure had been prolonged greater than 30 minutes than as considered normal while troubleshooting and exchanging the applicator. The patient remained sedated during this time. This event has been assessed as a reportable event due to patient safety risk due to prolonged sedation. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported solero probe was not returned, angiodynamics was unable to perform a device evaluation. The customers reported complaint description of an error 209 message cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." Due to an increased frequency of complaint events associated with error 209, a CAPA has been initiated to investigate the root cause of this issue and determine applicable corrective actions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).